Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected suspend anomaly noted. The device had minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported, the buttons on the insulin pump were not working and they removed the battery. Customer stated, the buttons were still not working and the device was suspended. The device was not exposed to moisture. Customer was advised to revert to back up plan. Customer's blood glucose was unknown. No further information reported.